Manufacturer narrative:
Occupation is lay user/patient. The retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 34%. Donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 2.3 inr. Customer meter and retention strips: 2.4 inr. Donor #2: retention meter and master lot strips: 2.5 inr. Customer meter and retention strips: 2.5 inr. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The strip lot used by the patient was determined from the meter's patient result memory. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with back to back tests on coaguchek xs meter serial number (B)(4). The first result from the meter at 11:36 a.m. Was 4.5 inr. The second result from the meter at 1:27 p.m. Was 3.2 inr. The patient did not receive medical treatment based on the meter results, however, the coumadin dose was adjusted. The patient's therapeutic range was 2.5 - 3.5 inr.